Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received with the lock having both rotational and lateral movement, also was hard to lock and a residue buildup was present. Upon disassembly, it was noted that the lock will need new components added to replace worn internal parts, the unit needs to be machined to have heli-coils added to large starburst threads. Root cause - the reported complaint was confirmed. The evaluation showed that the lock having both rotational and lateral movement also is hard to lock and a residue buildup is present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning are required. No further investigation is required based on the acceptability of risk and no adverse trends are identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was not locking securely. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.